Manufacturer narrative:
Other relevant device(s) are:product ID: 9733686 software 9733686 s7 synergy spine, UDI: (B)(4); the product was serviced in the field and passed a system checkout. The system was functioning appropriately. Software logs were reviewed and found the software operating as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that the driver accuracy was off by 1-2 centimeters. The issue was due to covering the patient with z drape and covering the spheres on a spine frame with plastic can inaccurately deflect the camera beam back to the camera. Surgeon requested using the imaging system drape and re-spin. After second spin the driver was accurate. It was stated that the surgeon was navigation the screws when the inaccuracy was discovered. The procedure was completed with the use of navigation. There was a delay of 2 minutes. No known impact on patient outcome.